Event description:
It was reported that the lens was explanted approximately 7 years post implantation due to the lens being cloudy. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.